Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue of a flooded cable was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the high definition camera head had an image noise on the display. The intended procedure was completed successfully; no patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was image disturbance was due to a cable disconnection. The image was not visible. This report is to capture the reportable malfunction of the missing image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occured due to a faulty cable. Olympus will continue to monitor field performance for this device.